Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a complication from anesthesia prior to explant surgery and the procedure was stopped. The recipient was transferred to acute care and was discharged on (B)(6) 2023. The device explant is being follow under MDR # 3006556115-2023-00688.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed following attempted surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.